Event description:
It was reported that the user experienced hypoglycemia while using the ilet after a prior post-meal hyperglycemia indicating potential incorrect meal size announced, with a lowest glucose of 52 mg/dl and a highest of 252 mg/dl; the user disconnected and powered off the pump after a low alert due to concern about continued insulin delivery, later reconnecting with glucose trending down from 252 mg/dl after treatment with oral carbohydrates. Symptoms included sweating, fatigue, hypoglycemia, and hyperglycemia. Outcomes included transient low and high glucose without medical intervention or hospitalization. Investigation included customer support troubleshooting and education regarding low glucose best practices, review of alerts, and assistance with device reconnection. Investigation of this case revealed user-driven interruption of therapy following a low alert during initial adaptation, with subsequent successful reconnection and stabilization. It was concluded that the event was related to hypoglycemia during early use with corrective actions focused on user education and device reconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.